Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Reportedly, the customer was using lyumjev within their pump supplies. Customer consumed glucose tablets and orange juice to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline. Customer was discharged approximately 2 days later with the issue resolved and no permanent damage. Tandem technical support educated the customer regarding off-label insulin. Date of event is approximate. The customer continued to use the pump for insulin therapy.